Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) replacement this electrode exhibited high shock impedances with noisy signals. Muscle noise was suspected when the patient moved to the left side. All measurements were within normal limits and no oversensing was noticed. Technical services (ts) recommended troubleshooting options. Two defibrillation threshold (dft) test were performed after the original submuscular positioned was repositioned to intermuscular, and the shock impedances were still high. Then, the device was repositioned again submuscular, and the shock impedances measurements were found good. No adverse patient effects were reported.